Event description:
Family member of home patient (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set. Hp discontinued treatment at time of the 2240 alarm. There was no pt injury or medical intervention associated with this incident per hp's family member.